Manufacturer narrative:
The device was returned to zoll medical corp; the malfunction was duplicated and evaluation of the device found the housing to be warped. This type of damage is consistent with an overheated battery; however, the battery was not returned for evaluation. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device's battery would not properly seat into the battery well of the device to power on. Complainant indicated that there was no pt involvement in the reported malfunction.